Manufacturer narrative:
Concomitant medical products: 5072-52 lead implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The twos was likely due to clinical reason. It was suggested to talk to the patient and encourage them to follow their treatment plan. The lead remains in use. No patient complications have been reported as a result of this event.